Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the rf head was analyzed and no anomalies were found, the reported event could not be confirmed. (B)(4).

Event description:
It was reported that the radio frequency (rf head) would not interrogate devices. The rf head has been returned for repair. There was no patient involvement.